Manufacturer narrative:
A product investigation was performed and it was found that the most likely root cause was too much applied force to the tip caused the wear out and the damages. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was using the screwdriver to apply some torque to screws during a procedure on (B)(6) 2015 when the tip of the screw became damaged. As a result, the surgeon was not able to lock the screws. Another drive was available to complete the procedure. A ten (10) minute delay was noted. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: the tip of the screwdriver is damaged (burrs, nicks, scratches). The tang and shaft exhibit scratches and marks. Universal punch manufactured the stardrive screwdriver shaft. Initially, the lot conformed to the certificate of compliance and was inspected / conformed to the synthes incoming final inspection sheet. Due to an unknown cause, the tip of the screwdriver is damaged (burrs, nicks, scratches). The tang and shaft exhibit scratches and marks. Based on the evaluation and the unknown cause, this complaint condition is confirmed but is not considered manufacturing-related. Device was used for treatment, not diagnosisif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: universal punch manufactured the stardrive screwdriver shaft, qc/t15 (part number 314.116, lot 736557). The lot conformed to universal punch¿s certificate of compliance, dated september 22, 2014, and was inspected / conformed to the synthes incoming final inspection. (B)(4) parts were released to the warehouse on october 3, 2014. There were no material record reports, non-conformance reports, or complaint-related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.